Event description:
It was reported this event occurred in the operating room. When attempting to aspirate blood using the catheter over needle, the user could not aspirate blood. There was a crack noted in the hub of the catheter/needle. As a result, a new kit was used successfully. There was no reported delay in treatment. No reported pt injury, complications, or death.

Manufacturer narrative:
(B)(4). Follow-up report will be filed, if additional information becomes available.